Event description:
It was reported that during a laparoscopic adrenalectomy procedure applied the clip applier to one of the arteries, fired the device and the clip did not form. The distal end closed but the proximal end formed oval shape and the clip applier was locked out. The three subsequent clips fired without incident. There was no patient consequence.

Manufacturer narrative:
Date sent: 4/22/08. Info anticipated, but unavailable at this time.